Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I live in constant pain') and intervertebral disc protrusion ('disc herniation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), allergy to metals ("nickel allergy") and intervertebral disc protrusion (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, allergy to metals and intervertebral disc protrusion outcome was unknown. The reporter considered allergy to metals, intervertebral disc protrusion and pelvic pain to be related to essure. The reporter commented: I had to have my disk completely removed 2010. 2 years after essure. Concerning the injuries reported in this case, the following ones were reported via social media: allergy to metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event 'nickel allergy' was added. Reporter information were added. Follow up 2,3,4.5 processed together. On 23-mar-2020: social media received: wrong source document attached. On 23-mar-2020: social media received: reporter added. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I live in constant pain') and intervertebral disc protrusion ('disc herniation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), allergy to metals ("nickle allergy") and intervertebral disc protrusion (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, allergy to metals and intervertebral disc protrusion outcome was unknown. The reporter considered allergy to metals, intervertebral disc protrusion and pelvic pain to be related to essure. The reporter commented: I had to have my disk completely removed 2010. 2 years after essure concerning the injuries reported in this case, the following ones were reported via social media: allergy to metal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I live in constant pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.